Event description:
It was reported that patient underwent a wrist procedure and was subsequently revised for non-prosthetic related reasons. During the revision procedure, the surgeon found evidence of metallosis in the area where the titanium screw and the carpal plate interface. The surgeon reported the metallosis was due to fretting of the screw and the carpal plate. No further information including device identification has been received or reported to date.

Manufacturer narrative:
Manufacture date - no product identification was made available, therefore, the manufacture date could not be determined.

Manufacturer narrative:
(B) (4). Additional information provided by surgeon to indicate revision due to infection and not implant issues.

Event description:
It was reported that patient underwent a wrist procedure and was subsequently revised for non-prosthetic related reasons on (B) (6) 2009. During the revision procedure, the surgeon found evidence of metallosis in the area where the titanium screw and the carpal plate interface. The surgeon reported the metallosis was due to the fretting of the screw and the carpal plate. It was further reported by the surgeon that the revision was due to infection and not due to implant issues.